Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited loss of capture and undersensing of premature ventricular contractions (pvc) events. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.